Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that ¿the outer blue portion of the device came apart¿ from a bd phaseal¿ injector luer lock n35, defective product. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that ¿the outer blue portion of the device came apart¿ from a bd phaseal¿ injector luer lock n35, defective product. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: no.

Manufacturer narrative:
Investigation summary: lot number 1712102 and part number 515003 were provided for evaluation by our quality engineer. The reported lot number belongs to part number 515005. As no response was received regarding clarification of accurate part/lot number, the investigation proceeded with lot number 1712102 and the corresponding part number 515005. Five retained samples of the same lot number were obtained from the manufacturing facility for evaluation. Upon inspection of the retained samples, no defects were observed on the components and the samples all performed per specification when connected to a syringe and to a protector. A device history record review did not reveal any deviations or non-conformances during the production of the provided lot number. The exposure of the needle is usually a result of safety sleeve breakage. The safety sleeve may break if the injector is not properly disengaged. When engaging or disengaging the injector, it is important to hold onto the white components not the blue sleeve, and remove the injector by pulling straight back. Conclusion: no sample/pictures are available. No defects were found in retained samples. No non-conformanaces were found in drh (final lot #1712102, assembly lot#7331856, safety sleeve molding lot # 1710021, 1710031, 711036, 1712011, 1711022). Usually, the exposure of the needle is caused due to the breakage of the safety sleeve. The breakage occurs when the injector is not properly disengaged. Based on the low severity and frequency of the defect, it was determined that no CAPA is required.

Event description:
It was reported that ¿the outer blue portion of the device came apart¿ from a bd phaseal¿ injector luer lock n35, defective product. There was no report of exposure, injury or medical intervention.